Event description:
It was reported that during a left shoulder arthroscopy with superior labrum, anterior to posterior labral repair and bankhart with hilsachs capsulorrhaphy surgical procedure, the speedlock broke. A back-up device was available to complete the surgery. The broken parts were removed from the patient¿s anatomy. No patient injuries or delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the reported speedlock device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, ¿the speedlock broke.¿ a DHR/batch record review for lot 2028699 finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. The review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. Visual evaluation shows the device returned deployed. No suture or anchor available. The snare wire is reeled through shaft. No manufacturing abnormalities observed. The device is intended for single use and functional evaluation is not possible. Customer¿s complaint was not confirmed as the device does not show signs of damage. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) bending or twisting the inserter handle during and after insertion might damage the implant or result in incomplete insertion. (2) excessive tension applied to the suture. Failure to distribute proper tension through both suture ends may result in inadequate suture lock and potential failure. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.